Event description:
Caused me 2nd degree burn/painful [burns second degree] , infection [infection] , chemical burn/I still at times feel like I'm still burning in the site wound [chemical burn of skin] , . Case narrative:this is a spontaneous report from a contactable consumer. A patient of unspecified age ethnicity and gender started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported "the product caused me 2nd degree burn also chemical burn and was hospitalized due to infection. The sad thing is there was no heat coming from the pad. This was a very bad experience, so painful the scare is outrageous and I still at times feel like I'm still burning in the site wound. It needs to come off the shelves." Action taken with the suspect product was unknown. Clinical outcome of the event chemical burn of skin was not resolved. Clinical outcome of the other events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of 2nd degree burn, chemical burn of skin and infection as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the event of 2nd degree burn, chemical burn of skin and infection as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Event description:
Infection [infection], caused me 2nd degree burn/painful [burns second degree], chemical burn/I still at times feel like I'm still burning in the site wound/burns on her left groin/chemical burn on her groin area [chemical burn of skin]. Case narrative: this is a spontaneous report from a contactable consumer. A patient of unspecified age ethnicity and gender started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported "the product caused me 2nd degree burn also chemical burn and was hospitalized due to infection. The sad thing is there was no heat coming from the pad. This was a very bad experience, so painful the scare is outrageous and I still at times feel like I'm still burning in the site wound. It needs to come off the shelves." Action taken with the suspect product was unknown. Clinical outcome of the event chemical burn of skin was not resolved. Clinical outcome of the other events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (24feb2017): follow-up attempts are completed. No further information is expected. Follow-up (15may2017): this contactable attorney reported by way of medical record. This female patient used thermacare heatwrap (thermacare lower back and hip) for four hours on 28aug2016 to relive pain on her upper thigh. On (B)(6) 2016, she incurred burns on her left groin/chemical burn on her groin area, right where the patch was located. On an unknown date, the patient underwent several hospital visits, received antibiotics and unknown medications, and even had a two week stay at a nursing home to receive constant care for the infected wound.